Event description:
During pre-shaping of a guidewire, and prior to inserting in the patient, the physician attempted to create a curve on the distal tip of the guidewire with a needle. However, when the process was completed, the physician realized that about 1 cm of the distal tip and coil were loose. Another guidewire was utilized to complete the case.